Event description:
It was later reported that the pump pocket revision was on (B)(6) 2014.

Event description:
It was reported had a loss of pain relief/increase in pain starting (B)(6) and the "it" daily dose was increased. On (B)(6) clonidine was added to the pump. During the refill, the hcp noted the pump was "flipping within the pocket". Pain at the pump site was also noted. The pump was refilled using ultrasound guidance secondary to patient's high bmi (body mass index). The patient was then scheduled for pump pocket revision for (B)(6) 2014. During the surgical revision, the hcp noted the catheter had kinked. The catheter was unkinked and not replaced nor spliced. The catheter had also migrated from t1 to t4. The catheter tip was not repositioned to its original level. The event resolved without sequelae. The pump was used to deliver dilaudid and gablofen.

Manufacturer narrative:
Concomitant medical products: product ID 8835, serial# (B)(4), product type: programmer, patient; product ID 8781, serial# (B)(4), implanted: (B)(6) 2014, product type: catheter. (B)(4).

Event description:
Additional information received reported the catheter had dislodged from intrathecal space.